Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch mw5035226 that it was the distal tip of the 2.00mm x 15mm emerge balloon catheter that separated from the balloon shaft. A part of the tip was retrieved using a snare however the distal portion of the tip with distal marker was left inside the patient after unsuccessful removal attempts. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very calcified and very tortuous left main circumflex artery with 90 degree bend in the mid portion of the lesion. The proximal portion of the lesion was ablated with rotational atherectomy however it was too hard to ablate the angle of the lesion. A 2.00mm x 15mm emerge balloon catheter was selected. The balloon was inflated multiple time. The balloon was inflated and deflated. When the device was removed, it was caught in the distal lesion. It was noted that the portion of the catheter was detached with two radiopaque markers on the probe. They attempted to snare the device, but was unable to snare all the balloon fragments. The balloon fragments were left inside the patient. No further patient complications were reported and the patient's status was stable. (B)(4).